Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the surgeon performed bilateral knee replacement using simplex bone cement with tobramycin. It is further alleged that the patient "began to experience extreme pain and discomfort in his left knee that limited his ability to walk, exercise, climb or descend stairs, or perform other household duties" and was revised on (B)(6) 2016. It is alleged that according to the physician who performed the revision surgery "the femoral component was grossly loose."